Manufacturer narrative:
Conclusion summary: root cause of handle housing leak which caused no image and no light output was identified on ecm100007630 (effective 11/18/2024) as a manufacturing change to the housing. Kse is monitoring this defect which is currently in control. This event is filed under (B)(4).

Event description:
It was reported that after plugging in the scope, the video capabilities would go in and out. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).